Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and was unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had minor scratched display window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flush drive support cap and alarmed compromised force sensor system during the prime process. The customer stated that the insulin pump had not been dropped or bumped prior to the alarm occurring. The customer's blood glucose was 277 mg/dl. The customer was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.